Event description:
The customer reported they tried to use it two times, and they say it was giving a scope communication error b30 and error e216 during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.